Manufacturer narrative:
(B)(4). Results: visual inspection of the photograph provided by the customer revealed a cut was observed near the patient end cuff of unheated inspiratory limb. Conclusion: the complaint device was requested for investigation, however it was not provided for analysis. Without the return of the complaint device, we are unable to determine the cause of the reported event. All rt265 infant dual-heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. The user instructions that accompany the rt265 infant dual-heated evaqua2 breathing circuit state: - "visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use, and replace if damaged." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient." - "do not soak, wash or sterilize this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers.

Event description:
A distributor reported on behalf of a healthcare facility in china that a rt265 infant dual-heated evaqua2 breathing circuit was found cracked and leaking air during patient use. There was no patient consequence.

Manufacturer narrative:
(B)(4). We are currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china that a rt265 infant dual-heated evaqua2 breathing circuit was found cracked and leaking air during patient use. There was no patient consequence.